Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's ipg seemed to be bulging at the pocket site causing patient discomfort. Surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was revised to address the issue. Therapy was restored post-op.